Manufacturer narrative:
The reported event could not be confirmed since the subject device was not returned for evaluation. The lot number of the subject device is unknown. As a result of checking the manufacturing record for past one year from the delivery date, it was found no irregularities. Based on the past similar cases, omsc considers that such patient¿s internal environment as chemical effect of digestive fluid or mechanical effect of peristaltic action may cause the degradation and breakage of the flaps. The instruction manual of the device has already warned as follows; *after placing the drainage tube in the duct, closely monitor the condition of the patient. Also periodically check the condition of the drainage tube (to see if the lumen of the tube is not clogged, and if there are four side flaps in the side of the duodenum, etc.) And the condition of implantation of the tube (to see if the position of the tube has not changed). In case of irregularities or unnecessary retention of the drainage tube, remove the drainage tube using grasping forceps. If necessary, periodically exchange the drainage tube. The drainage tube may deteriorate over time and could become clogged. The status of the drainage tube can change with the condition of the patient (e.g., inflammation, remittance of biliary tract stenosis, etc.). The drainage tube may deteriorate over time, causing the side flap(s) to break or detach completely (reports have been received on side flaps coming off several months after placement). Deterioration or damage to the drainage tube may result in erosion of the duodenal wall, biliary tract obstruction, detachment of the drainage tube part migrating into the duct or out of the papilla, mucous membrane damage, perforation, or bleeding. *when the drainage tube in the duodenal side is damaged and fragments such as flaps come off inside the duodenum, use grasping forceps for retrieval. Also, for fragments remaining in the bile duct side, use grasping forceps for retrieval and then replace the drainage tube with a new one.

Event description:
During an endoscopic biliary drainage, the subject device was used. When the user exchanged the device for a new one, the user found that the four flaps on the bile duct side were broken off. By x-ray examination, the user confirmed that there was no fragment left in the patient's body. There was no patient injury reported.